Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed low battery, the customer changed the battery, and the insulin pump alarmed another error. The device continually tried to initialize, but failed. The customer's blood glucose was 42 mg/dl, which, the customer stated, was treated with a lot of food. The customer stated that this blood glucose reading was from earlier during the day. It was impossible to check the alarm history or the settings of the insulin pump due to the reoccurring alarm. The customer's blood glucose at the time of the phone call was unknown. The customer stated that they were out of town and did not have a backup plan. The customer was advised that the device needed to be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).